Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was returned dislodged from the stent delivery system consistent with the reported information. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during un-packaging of the 3.5 x 23 mm zeta stent delivery system (sds), the protective stylet was removed, and the stent became dislodged. A new sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.